Event description:
The reporter, caregiver to meter owner, stated that reporter assisted the pt in doing back to back blood glucose tests. Tests were done one after the other, within 10 minutes, using different fingersticks and strips. Results were 431 and 187 mg/dl. Pt did not have any symptoms. A control test of 112 was in range. On follow-up, the reporter-caregiver did a control test with new strips, also in range 124 (99-135). Reporter stated that reporter had put a lot of blood on the (reported test) first strip and stated that reporter may have over-saturated the strip with blood. No harm was alleged.